Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a distal type I endoleak was detected in the pt's left common iliac artery. On (B)(6) 2012, the pt was implanted with one gore excluder aaa endoprosthesis to treat the endoleak. A small amount of contrast was seen distally on angiograph after implantation. The physician felt this would thrombose once the pt was off heparin. The sheath was removed and incision was closed.

Manufacturer narrative:
A review of the mfg records for the device is currently in progress.